Manufacturer narrative:
Bd received two photos for investigation. The photos were visually examined and revealed gate stub on the hemogard closure. There is a piece of plastic protruding from the gate on the hemogard closure. This complaint has been confirmed for the indicated failure mode molding defect- protrusion. Based on a review of the device history record for the incident lot all product specifications and requirements for lot release were met. There were no related quality issues during the manufacturing of the product. The exact cause for the customer¿s failure mode could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, there was one (1) hemogard cap with a burr on the cap. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, there was one (1) hemogard cap with a burr on the cap. No adverse impact was reported regarding the patient or user.